Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple presses to turn on the pump screen. There was no reported adverse impact on customer's blood glucose level. The customer continued to use the pump for insulin therapy.